Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On the same day as hospitalization, the patient was treated with vancomycin intraperitoneally (1 gram in first bag) then magnova (1.25 milligram in first bag then 500 milligram in each exchange every fifth day) for the event. At the time of this report, the patient was recovering from the peritonitis event. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).